Event description:
(B)(4). The patient was enrolled in (B)(6) of 2007. A type v lesion was identified in the right carotid artery. The reference vessel diameter was 8.0mm. The lesion length was 50mm and 75% stenosed as measured via nascet. The investigator reported severe vessel tortuosity and 1+ calcium present. No thrombus, ulceration, dissection or pseudo-aneurysm was present. Cerebral protection is reported as not being used during the procedure related to the guidewire being occlusive. A 9.0mm/30mm carotid wallstent monorail was delivered and the wallstent successfully placed at the intended site. Pta was performed with a gazelle balloon catheter (diameter and length used not provided). Atropine 5mg was administered during the procedure. There were no peri-operative events reported. The procedure was technically successful. Residual stenosis was estimated at 0-29%. Post-procedure the patient was symptomatic. A minor stroke was documented and was described as a hemorrhagic transformation of the old stroke. No additional data was provided.

Manufacturer narrative:
Date of event - (B)(6) 2007. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.